Manufacturer narrative:
Testing of the involved device by the hospital biomedical engineer found the device working to specifications. A philips field service engineer evaluated logs from the event which indicated the device was alarming appropriately. The hospital risk management staff reported, that a leads off alarm occurred and it may not have been responded to. The hospital staff is taking this up as an internal matter. There is no indication that software or electromagnetic interference played a role in this event.

Event description:
The biomedical engineer reported, that the nursing staff thought the patient had disconnected his lead set and no alarm was provided.